Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device has no problem with closing and opening, the nurse test the device, then she handed it to the surgeon pushed the fire button but it does not work, so they changed the cartridge to a new one, but the same problem occurred, so they changed the cartridge to a new one.

Manufacturer narrative:
Evaluation summary: market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The device was uploaded and indicated 30 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter with a pmv handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.